Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the surgeon was using the electrode probe to push down the fibroid. It was then the surgeon realized that the tip of the instrument was missing. It was agreed upon to shoot x-ray to determine whether the tip was left inside the patient or dropped out. After x-ray, it was found that tip was left inside the patient. The patient had to undergo removal of the tip.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).